Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty in breathing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw (B)(4), 2518422-2023-09751 and that serious injury has occurred. After reassessment evaluation, it should be filed as product problem only. Hence, this section: adverse event/product problem, type of reported complaint, health impact grid have been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty in breathing. Medical intervention was not specified. After the second attempt to have the device and components evaluated, the customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated. Recall number was updated. In follow-up correction MDR 2518422-2023-09751-1 manufacturer missed to capture box: h type of reported complaint, it was corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty in breathing. Medical intervention was not specified. The device was returned to product investigation laboratory, and they observed the following sound abatement degraded foam indications. Product investigation laboratory initiated therapy with the device and verified airflow. Product investigation laboratory observed the following from an external and internal inspection and found the base screws that connect the top and bottom enclosures were missing. A dust-like contaminant was observed on the top enclosure, front panel, inside the inlet of the blower box, on the rear panel, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed. A keratin-like substance was observed on the outlet of the blower box and addresses the issue of keratin. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. 2 errors were logged. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Box h and box d has been updated.